Event description:
The customer stated that 4 patient samples generated false positive results for the architect troponin assay. The customer has two different ranges and cut-off points for the assay based on the gender of the patient (man normal range: 0.0-0.032-if result is above 0.032 they call it positive, woman normal range: 0.0-0.012-if result is above 0.012 they call it positive). Unit of measure is ng/ml. One patient sample (gender was not specified) generated positive results of 0.047 and 0.048, repeated negative. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The stat probe was replaced by the customer; however, the complaint text does not support that the samples were repeated on (B)(4) after the probe replacement. The field service engineer (fse) verified the precision of the (B)(4) and did not find any instrument issues. The most likely cause of the issue was considered to be interpretation of the results using the customers established diagnostic cutoff which is below the architect stat troponin-I assay package insert diagnostic cutoff claim of 0.30 ng/ml (0.30 ug/l). The customer agreed to evaluate their current diagnostic cutoff to determine if it needs to be re-established. The architect i2000sr instrument service bulletin: assay troubleshooting and the architect system operations manual contain adequate information for troubleshooting erratic results. The architect system stat troponin-I package insert and the architect stat troponin-I assay troubleshooting guide, provide adequate information for sample handling, performance characteristics, and unique requirements. Ticket search found no additional tickets similar to this complaint issue. Based upon the data available and the results of this investigation, no malfunction or deficiency of the architect i2000sr instruments could be identified.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.